Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at a post-op appointment the representative ran an impedance check and electrodes 1, 2, 9, and 10 were indicated as possibly short. There were no circumstances that might have lead to this situation. The representative noted that when looking at the fluoroscopy from the procedure the patient's leads were close together and not staggered. The electrodes involved were not being used for programming currently. No symptoms or further complications reported.